Manufacturer narrative:
Technical support specialist (tss) followed up with the customer and confirmed the customer received the wash sensor. After the customer replaced the wash sensor, the issue resolved. No further action required by technical support specialists. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 3019 washer low failure on the aia-360 analyzer from 26jan2025 through aware date of 26feb2026. There were thirteen (13) similar complaints identified during the search period, including this case. CAPA escalation review: error message "3019 washer low" is generated when insufficient wash solution is detected. A 13 month retrospective review revealed thirteen (13) occurrences of complaints related to 3019 washer low on twelve (12) aia-360 analyzers. Data assessment determined that 7 of the occurrences were due to user operational error, 2 worn parts, 2 loose connection, a wash cable failure and a sensor failure. The errors cleared by replacing empty wash solution, adjusting bottle, cap, cable or sensor connection, replacing worn parts, and performing maintenance. There is no indication of a systemic issue and there is no impact to patient safety therefore this does not meet the escalation criteria. This does not indicate a fault or failure of the operation of the analyzer. The aia-360 operator's manual under section7-1: error messages states the following: (3019) washer low description: insufficient wash solution. Troubleshooting: replenish the wash solution. The most probable cause of the reported event was due to failure of the wash sensor.

Event description:
A customer reported error message ¿3019 washer low,¿ although the wash container was full on the aia-360 analyzer. The technical support specialist (tss) arranged to ship a replacement wash sensor and advised the customer to retry after installation. The analyzer is down. A technical support specialist (tss) shipped a replacement wash sensor which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.